Event description:
A customer reported that their insulin pump had malfunctioned. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.